Manufacturer narrative:
Additional information: h3, h6, h10. H10: one actual sample was received for evaluation. A visual inspection with the naked eye and magnification noted the female connector separated from the main body; the insert chip not returned with the set to verify if solvent was present. However, there was evidence on the female connector indicating the insert chip was present during assembly. The insert chip dislodged during the separation of the components. There was evidence of solvent inside the barrel of the light blue main body. Functional testing including leak, clear passage and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition is related to inadequate solvent application during manufacturing. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector (navy blue part) and the main body (light blue part) of a peritoneal dialysis (pd) transfer set; further described as ¿navy blue piece unscrewing from the light blue grip piece¿. This was identified when the patient was disconnecting the transfer set from the ultrabag during peritoneal dialysis therapy. To resolve this issue, the transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.